Manufacturer narrative:
No additional information was received from the customer at this moment. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #:(B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); ez steer thermocool sf carto xp us catalog #: bn135fjh lot #: 15549488l; c3 nav variable lasso us catalog #: ln222515ct lot #: 15533809l; soundstar 3d 10f-90 us catalog #: sndstr10 lot #: s1066436. (B)(4).

Event description:
It was reported that, while placing a catheter in the coronary sinus, the cs catheter dislodged the patient's atrial pacemaker lead. The pacemaker lead was implanted on (B)(6) 2012. The pacemaker was programmed to vvi and the case was continued. The patient was scheduled for an atrial lead revision on (B)(6) 2012.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).